Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.

Event description:
Patient reported "seroma late" and "capsular contracture". This record is for the left side. Device remains implanted.

Event description:
Patient later reported capsular contracture, baker grade iii. The event of seroma-late was reported for the contralateral record and will be unreported. Device has been explanted.

Manufacturer narrative:
Clarification to h6 - remove event code e0307. Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, d6b, g2, h6. Reason for reoperation: capsular contracture, baker grade iii.